Event description:
It was reported that the ¿bordeaux¿ coil cap of a large volume infusor was loose. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured june 26, 2014 to june 27, 2014. Visual inspection was performed and the red coil cap was found to be attached to the housing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.